Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. The temperature was found to be within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause could not be determined. The device was sent for serving due to unrelated issues. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.